Event description:
It was reported that the patient experienced inappropriate shocks due to a right ventricular lead fracture and oversensing. The lead was explanted. During the lead replacement procedure, a lead was attempted but not used because, it was difficult to implant and then appeared kinked. Another lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed; analysis revealed a flex fracture of the distal conductor. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut. Concomitant products: 4195-88c lead implanted 2006 (B)(6); 383059 lead implanted 2006 (B)(6). (B)(4).